Event description:
The patient was injected in the chin crease. Approximately three weeks later, the patient allegedly developed swelling, hardness and a rash at the injection area. The patient was treated with medrol dose pack and z-pac.

Manufacturer narrative:
Per product labeling the product is indicated for use in mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The use of the device outside of labeling indications is considered as unapproved use. The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.